Event description:
The medium-curl agilis catheter was prepped and positioned into the right atrium as normal procedure. The brk 1x5 transeptal needle was inserted in the agilis sheath. During the transeptal process the physician noticed the stopcock flush port was sheared off. A new was used from another lot number (5299596), and was fine. The patient was not affected.